Event description:
It was reported that the patient experienced increased pain at the implantable pulse generator (ipg) pocket site. It was also noted that when the patient was in a standing position, the ipg turns from being horizontal to completely lateral, with one side deep in the back and the other side protruding out of the skin. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and the device remains implanted and in use.